Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to a competitor meter result. The customer reported self-treating with insulin, and subsequently experienced shaking and a loss of consciousness and was unable to self-treat. An emergency doctor was called to the customer¿s home and coca-cola was provided to the customer as treatment. Customer reported a reading of 120 mg/dl was obtained on healthcare meter in comparison to a sensor scan of 335 mg/dl; however, the date and time of the obtained readings are unknown. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.